Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leakage at the connection of the stress member and the tubing of a large volume infusor. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: may 20, 2016 ¿ may 23, 2016. The device was received for evaluation. Visual inspection was performed and revealed fluid inside the bag that contained the unit. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed and revealed a leak at the solvent-bond junction of the tubing and stressmember. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.